Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the implantable neurostimulator (ins) depleting quick was not identified. Reprogramming was done at the patient's appointment and they have not heard from the patient since.a replacement recharger was sent and the rep has not spoken to the patient since. The information was confirmed with a physician/account.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an external device. It was reported that the hcp was meeting with a patient (pt) today who came into clinic to get an impedance test for their implantable neurostimulator (ins), but when the pt came into clinic, their ins was not charged and pt had not charged in about 3 months. When technical services (tss) asked why the pt had not charged, pt responded that they had issues with their recharger and then were sent a new recharger, but then they noticed their charge frequency was about 8 hours for their  ins and pt said the ins would not last as long as expected. Pt said the process was frustrating because they had to recharge their controller each time they charged their ipg and the controller took 1.5 days to charge. Pt did not have external equipment with them so troubleshooting could not be performed on call. Tss provided patient services line to call for help recharging ins. Tss also tried to see if caller could connect using clinician tablet, but caller did not have intellis app installed on clinician tablet. Caller tried to install, but app said "processing" and did not install by end of call. Tss provided phone number for mobility (hcit) on call. Tss also suggested pt charge their ins with the assistance of patient services a nd make another appointment for impedance test to see why ins may be depleting quicker than expected. Additional information was received from a manufacturer representative (rep) it was reported that the patient starting having issues with recharging in march in which it was taking hours to charge the ins and then the charge wouldn't even last a day. Patient got frustrated and stopped using the therapy until recently. Caller stated recharger is not connecting to the ins - prior to the call they had gone through 5 passive recharge sessions before it showed a normal charging session with excellent connection but the ins was already at 100%. Caller stated there hasn't been any error message, ins may be slightly deep but they were able to interrogated it with the tablet easily. Caller didn't see any damage to recharger. Tss had caller initiate a passive recharge session with recharger away from ins and antenna locate numbers were 75-85-88 and when placed over the ins, the numbers were 75-94-97. Tss reviewed there isn't a clear issue with the recharger as the antenna locate numbers look appropriate but reviewed a replacement recharger would be sent to see if this helps the issue. Tss reviewed that quick depletion of the ins would be related to programming rather than the external equipment. A replacement recharger (rtm) was sent out. No symptoms were reported.